Event description:
On (B)(6)2010, the patient started peritoneal dialysis (pd) treatment. On an unknown date, a break in aseptic technique occurred, described as the "patient made a mistake." On (B)(6) 2010, the patient was diagnosed with peritonitis. On the same day, the patient was hospitalized for the peritonitis. On (B)(6) 2010, a peritoneal analysis and culture were performed. The results of the culture were unknown. On (B)(6) 2010, the patient began remedial therapy with vancomycin (2gm, loading dose, intraperitoneally (ip), amikacin (10mg, daily, ip), fortum (1gm, daily, ip) and heparin (1000 units, daily ip). Pd therapy was ongoing, as well as remedial therapy with amikacin, fortum and heparin. It was not reported whether the patient was retrained in aseptic technique; therefore, the outcome for the event of break in aseptic technique was unknown. It was unknown if the peritonitis was resolving. The patient's medical history included end stage renal disease (esrd), hypertension and diabetes. No concomitant medications were reported. The reporter believed that the peritonitis was not related to the dianeal pd2 ultrabag therapy, but was due to the break in aseptic technique. A causality statement was not reported for the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided as the product code and lot number are unknown. Baxter has received similar reports for the reported problem and will continue to monitor these reports to determine if further actions are required.